Event description:
It is reported that the ampule of monomer was broken when the bone cement box was opened

Manufacturer narrative:
This bone cement is manufactured at heraeus medical and distributed through zimmer orthopaedics surgical products. Evaluation summary: no product was returned for evaluation. Based on the available information, a definitive root cause cannot be ascertained at this time. Evaluation: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer , inc. Considers the investigation closed.